Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's controller (pc) displayed the "replace generator soon" message. The pc software update was performed clearing the eri message. The patient is receiving effective therapy.